Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned for investigation. Tamper seal was not broken or missing. Visual inspection found no physical damage. Error history log was reviewed. Functional testing confirmed the complaint. Root cause was attributed to the latch lock diaphragm; which was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not allow infusion causing a locking error. There was unknown patient involvement and unknown patient harm.